Event description:
Customer indicated a defibrillator cable adapter had malfunctioned, and they had the adapter x-rayed and found two broken wires. At the time, they would not provide further pt nor event details. In subsequent phone contacts and during a visit by a ballard medical design engineer to the customer site, the customer did not provide further info on the pt other than that they passed away.